Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving 10 mg/ml unknown morphine at a dose of 1 mg/day via an implantable infusion pump for non-malignant pain and chronic low back pain. It was reported that a motor stall was seen at initial interrogation in 2018 and it was unknown if the patient recently had an MRI. The motor stall was active. No symptoms were reported and no further complications were expected or anticipated.